Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer's mother reported that the customer was taken by ambulance to the hosp due to hyperglycemia. The reported blood glucose reading was 449 mg/dl. Troubleshooting was performed and found that the insulin pump had alarmed no delivery. The prime test passed. When the infusion set was removed from the customer's body the cannula was bent. Nothing further was reported.